Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, asthma, lung disease, and heart failure. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nose irritation, respiratory tract irritation, dizziness, headache, asthma, lung disease, and heart failure. There was no report of medical intervention. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. Product investigation laboratory can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the findings and were most likely from an external source & initiated therapy with the device and verified airflow, using a known good manufacture supplied power supply and power cord. Product investigation laboratory disassembled the device and then reassembled the device & observed the following from an external and internal inspection: missing enclosure screws. Dust-like contamination on the blower box. Unknown liquid in the bottom enclosure. Damaged blower bellow. Dust-like contamination at the air inlet of the blower box. Product investigation laboratory used a fitt (foam integrity test tool) and the associated procedure ER 2245460 v01 and was not able to confirm the presence of degraded sound abatement foam. Product investigation laboratory was not able to confirm the complaint or address the symptoms specified. Was unable to get care orchestrator information. Device was likely reset prior to product investigation laboratory receipt as indicated by the device machine hours and no blower or therapy hours. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and liquid marks in the device and are consistent with being from an external source. Box d: device serviced by (B)(4)? Device avail. For eval? (B)(4) & date returned (B)(4) box h: device eval. By mfg? (B)(6), (device) problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.